Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a pt while in the cardiac cath lab. During pretest of an ai-07126 no issues were noted. After the doctor inserted the catheter, leakage was noted; air escaped from the balloon. As a result, the catheter was removed. It is unk if another catheter was inserted. It was stated that the pt was injured. There was no report of pt death. The pt outcome is unk. Additional info received on (B)(6) 2014 from teleflex (B)(4) stated that the leak was on the balloon. The customer did not see a rupture. They inflated it with air and used the syringe in the kit. The customer contact for the hosp is a doctor and has attempted numerous times for a follow up. Update received from junior project mgr stated the catheter was inserted via the femoral site. The catheter was removed and replaced. There was a delay in therapy, with instability of the cardiovascular system and a hematoma. The pt outcome is her condition is good and she was released.